Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode while still in the box.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due a reset that occurred due to an operating coded error. The cause of the operating code error was not determined. The device was bench testing and the device was found to be normal. It was not possible to reproduce the reset.